Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The reason for call was caller stated they know someone else with a spinal cord stimulator and they only have to charge every other day whereas caller has to charge every morning and night. Caller stated by the end of the day the implant battery will be down to 20 or 30% so they have to charge again before bed, and when they wake up in the morning it'll be at 20 or 30% again. Caller stated it has been this way ever since they were implanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6)2022. The pt reported that in the morning they were usually around 30-40% so they would charge in the morning and then at night they were about 30-40% again so they would charge then. Pt doesn't know what can be done to fix issue. Pt reported that the issue does seem to be getting better at not going so low. It depends how much activity they are doing. Pt reported it feels a lot better now that their rep adjusted it.